Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.